Event description:
Healthcare professional reported pt developed "intraocular nausea and vomiting," as well as "severe reflux esophagitis," after band adjustment. Physician reported pt "just does not do well with any fluid in the band" and if there is "any fluid in her band, [patient] is constantly throwing up." During revision surgery, it was noted that all the gastric placation stitches had "pulled out completely allowing the band to rotate up to the ge junction" and that the "band was damaged." The band system was subsequently explanted and replaced.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. The reporter of the event stated it was unk if the device is available for return as it may have been discarded. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter has been requested, but it has not been received. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."